Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced display anomaly. It was reported that the display screen flickered. It was also reported that insulin pump alarmed when inserting battery. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with blank flashing white lcd display anomaly due to cracked on lcd controller. Unable to perform displacement, rewind, seating and basic occlusion due to flashing white lcd display. Device received with scratched case, fading serial number label and pillowing keypad overlay.